Event description:
Operator experienced discrepant urine creatinine results when one pt sample was aliquoted by the mpa versus manual placement of the sample onto the same analyzer. Initial result 0.36, repeat 60.86, units of measure not provided. Erroneous result was not reported. The field service rep was unable to determine root cause. Performance tests were performed.